Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
There was no on-site investigation performed by field service engineer. The customer did not approve quotation. The device's logs were not provided for further analysis. Reported technical error indicates stop of ventilation as control board error occurred. Communication with monitoring board was lost due to software or hardware failure. As the repair was not conducted, there is no way to know, which part was causing the issue, hence the cause could not be determined.